Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial peritonitis. The breach was not further specified. It was not reported if the patient was hospitalized for the event. Treatment rendered for the event was not reported. The patient recovered from the peritonitis event. Action taken with dianeal therapy was not reported. It was not reported whether the patient was retrained on proper aseptic technique. No additional information is available.